Event description:
Surgeon was performing a laparoscopic supracervical hysterectomy when the pks lyons dissecting forceps broke inside the pt during amputation of the cervix. A second laparoscopic procedure was performed to remove the piece from the pt.

Manufacturer narrative:
At the time of this report, multiple attempts to obtain further info from the hospital have been unsuccessful and the device has not yet been returned for evaluation. The device is being held at the facility going through their internal process. As a result, a determination cannot be made at this time. When further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.